Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the possibilityof extravasation of contrast material due to perforation in tube can not excluded") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("patient didn¿t undergo essure confirmation test."). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), genital haemorrhage ("heavy abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("abdomiinal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the outcomes for genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: essure implant seen in left fallopian tube occluders that tube. Essure implant is seen in the right adnexal region. On initial images, contrast appeared to pass along the cranial aspect of essure implant. On subsequent injection, contrast material is seen outside of the distal aspect of the right fallopian tube just before it enters the uterus. The possibility of extravasation of contrast material due to perforation in tube cannot be excluded. Consider follow-up exam in 6 weeks [ultrasound scan] (date unknown): fetal evaluation: single fetus, cardiac activity observed. Yolk sac: 2.57. Fetal heart rate: 145 bpm (beats per minute). Biometry: gestation age: 7 weeks 1 day. Edd (estimated date of delivery): 17aug2017. Impression: single live intrauterine pregnancy with a fetal heart rate of 145 crl 10 mm corresponding to 7 weeks 1 day amniotic fluid appears visually within normal limits uterus measures: 9.6 x 5.5 x 6.4 cm right ovary measures 3.4 x 1.5 x 1.5 vol 4 (ml) left ovary measures 4.2 x 2.1 x 3.6 vol 16.6(ml) with ovarian cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-may-2023: medical records: case became serious incident. Event fallopian tube perforation added. Lab data & reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the possibility of extravasation of contrast material due to perforation in tube can not excluded") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("patient didn¿t undergo essure confirmation test."). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), genital hemorrhage ("heavy abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the outcomes for genital hemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: essure implant seen in left fallopian tube occluders that tube. Essure implant is seen in the right adnexal region. On initial images, contrast appeared to pass along the cranial aspect of essure implant. On subsequent injection, contrast material is seen outside of the distal aspect of the right fallopian tube just before it enters the uterus. The possibility of extravasation of contrast material due to perforation in tube cannot be excluded. Consider follow-up exam in 6 weeks [ultrasound scan] (date unknown): fetal evaluation: single fetus, cardiac activity observed. Yolk sac: 2.57. Fetal heart rate: 145 bpm (beats per minute). Biometry: gestation age: 7 weeks 1 day. Edd (estimated date of delivery): (B)(6) 2017. Impression: single live intrauterine pregnancy with a fetal heart rate of 145 crl 10 mm corresponding to 7 weeks 1 day amniotic fluid appears visually within normal limits uterus measures: 9.6 x 5.5 x 6.4 cm right ovary measures 3.4 x 1.5 x 1.5 vol 4 (ml) left ovary measures 4.2 x 2.1 x 3.6 vol 16.6(ml) with ovarian cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-may-2023: medical records: case became serious incident. Event fallopian tube perforation added. Lab data & reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.